Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. During the procedure, a perforation occurred which required the use of a graftmaster stent. The 4.0 x 26 mm graftmaster stent delivery system (sds) was deployed, but did not seal the perforation. The 4.0 x 19 mm graftmaster sds was then deployed, but also did not seal the perforation. The 3.5 x 19 mm graftmaster stent was then deployed and the perforation was sealed successfully. The patient had a good outcome and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmaster stent referenced is being filed under a separate medwatch report.